Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called and unit is giving him the 45 second alarm silence condition all of the time. Explained that this is usually from cleaners sprayed on the front of the vent he insisted that this was not the problem and there is an issue with the alarm board. Gave p/n and price for exchange alarm board and explained that there is a burn in time for our boards, he was not happy with this since he has another unit due to pm."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. The following information concerning the evaluation of the device is a summary of the information documented by the cardinal health technical support specialist and the cardinal health failure analysis lab tech. The cardinal health tech support specialist in conjunction with the user facility biomed determined that the root cause of the reported event was a faulty alarm board assembly. The alarm board assembly was received into the cardinal health failure analysis lab. The cardinal health failure analysis lab tech evaluated the alarm board assembly and determined that the root cause of its failure was a faulty capacitor. The user facility was shipped a replacement alarm board assembly to repair the device and return it to service. Corrective or preventative measure information for the alarm board assembly resides in corrective action request (car) and engineering change order.